Event description:
Attempted midline catheter insertion using ultrasound guidance in the left cephalic vein. When attempting to deploy guidewire then catheter, I met resistance, which was also hurting the patient. So I stopped, pulled catheter back, pulled guidewire back, then removed needle from his arm. Inspected the needle/catheter/guidewire and found that part of the catheter broke off from the needle. I used the ultrasound and was able to visualize the catheter partially in the cephalic vein. Manufacturer response for powerglide pro midline catheter, (brand not provided) (per site reporter). They are going to investigate to see if it was a manufacturing defect or user error.